Event description:
It was reported that a premature pt was intubated and the oxygen tubing line from the bag was inadvertently connected to the manometer pressure port. The pt sustained bilateral pneumothorax and rupture of both lungs. Clinical consequence - death.